Event description:
Heartmate ii left ventricular assist device (lvad) presents with acute neurologic symptoms and infarcts on brain cat scan in the setting of acute increase in lactate dehydrogenase (ldh) (peaked 1,223) and plasma hemoglobin 13.3. International normalized ratio (inr) was 2.5 on admission and patient was taking aspirin 162 mg daily. Blood pressure was normotensive. Statin was started to reduce cerebrovascular accident risk profile and vad rpm was decreased to allow more pulsatility. Heparin was not started due to inr 2.5-3.3 during hospitalization. Vad parameters were not abnormal. Ldh down-trended allowing discharge home.